Event description:
The customer reported 4 false positive results with the ID now covid-19 assay performed between (B)(6) 2022 through (B)(6) 2022. This report addresses patient results 2 of 4. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 (patient (B)(6)) on a direct tested nasopharyngeal swab that generated a positive result. Idnow test, CT scan, and unknown pcr platform test were all performed on the same day (B)(6) 2022 (patient (B)(6)). The pcr results came the following day which generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient treatment,

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-02890-in, 1221359-2022-02892-in, 1221359-2022-02893-in.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187421 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187421 and test base part number 190-430 / lot m187421. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187421 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.